Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 138 mg/dl. Customer stated she took out the insulin pump when she went into the pool. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump had moisture damage on electronic assembly and on motor.